Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing inspection specifications prior to being released to stock. If at some point, the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Distributor reports that: "the neuro sponge had 11 each instead of 10 each in the pack".